Manufacturer narrative:
Lot # requested but not provided. (B)(4). Event evaluation: a review of drawings, manufacturing instructions and quality control was conducted during the investigation. The device was returned to assist in the investigation. Upon visual inspection of the sheath, the tip appears to be split and damaged. The sheath is accordioned at the most proximal sideport from the proximal end, which is approximately 8 mm from the distal tip of the sheath. There is no evidence to suggest that the device was not made to specification. Based on the information provided and the investigation of the returned complaint device, a definitive root cause could not be determined. It appears the tip was damaged while inserting the introducer into the patient, which can be due to a scarred access site, transition between the sheath and dilator not maintained, or poor transition between the sheath and dilator. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During the procedure, the end of the catheter (black end) had a slight tear with a sharp point; which caused some ureteral scraping and trauma when introduced in the patient. The patient is okay with only some slight scarring. No additional procedures or intervention was required due to this occurrence. Additional information from the physician was received by the district manager on 19 november 2016: the physician believes that the stress placed on the device during the insertion is what caused the tear in the device.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the end of the catheter (black end) had a slight tear with a sharp point; which caused some ureteral scraping and trauma when introduced in the patient. The patient is okay with only some slight scarring. No additional procedures or intervention was required due to this occurrence.